Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis.

Event description:
It was reported by the sales rep that the tip of the customer's expressew iii needle broke off into the patient during rotator cuff repair. The needle tip was retrieved with a grasper and the case was completed with another expressew needle. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device is being returned.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. The complaint device has been received and evaluated. Visual observation confirms that the needle tip is broken, confirming this complaint. No other anomalies present on the device. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode; however, one possible root cause is the needle tip hit bone or another hard object resulting in the needle tip breaking off and the needle shaft being bent. Eiii needles have been designed to pass 15 times through tissue and any usage beyond this would cause the needle to fatigue. Based on the complaint history, no further corrective action is warranted at this time. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
A brand new unused device was received from the sales representative. He was contacted and said that the complaint device is in his office and will be returned for analysis. UDI: (B)(4).

Event description:
It was reported by the sales rep that the tip of the customer's expressew iii needle broke off into the patient during rotator cuff repair. The needle tip was retrieved with a grasper and the case was completed with another expressew needle. There were no patient consequences or delays. The sales rep was not present during the case and could not provide any more details. The device is being returned.